Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals and migraine outcome was unknown. The reporter considered allergy to metals, migraine and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/I was in so much pain after placement and wouldnt stop") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included smear cervix abnormal and varicella. Previously administered products included for an unreported indication: yaz. Concomitant products included fluoxetine hydrochloride (prozac). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), migraine ("migraines"), premenstrual dysphoric disorder ("pmdd"), urinary tract infection ("uti"), major depression ("major depressive disorder"), rash erythematous ("my skin became itchy and would become red"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), arthralgia ("hip pain"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("legs pain"), hypersensitivity ("allergic reaction") and pain ("allergic reaction which caused pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, migraine, premenstrual dysphoric disorder, urinary tract infection, major depression, rash erythematous, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, abdominal distension, alopecia, hypersensitivity and pain outcome was unknown and the arthralgia, abdominal pain upper, back pain and pain in extremity was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, hypersensitivity, major depression, migraine, nausea, pain, pain in extremity, pelvic pain, premenstrual dysphoric disorder, rash erythematous, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Pregnancy, urine: negative. Abnormal pap smear of cervix . Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet- medically confirmed case. Events pmdd, allergic reaction which caused pain, uti, major depressive disorder, my skin became itchy and would become red, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, hip pain and bloating, hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.